Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient open sores on her back. The patient's physician recommended the use of a&d ointment and cortisone cream. The patient indicated that the sores cleared.